Event description:
That implantable neurostimulator was explanted and replaced due to infection. Date of infection and surgeries were not reported. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.